Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, by the time the second piece of tissue was extracted, the motor drive unit was making a grinding sounds and the lights were flashing. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2008-00078. The same device is represented in each medwatch as it was involved in two events.